Event description:
Reporting status: serious injury / surgical intervention - permanent damage. Reporting rationale: dissection occurred requiring surgical intervention. Device issue: none. It was reported that the procedure was to treat a very tortuous cx in a diabetic patient. Another company's guide wire was used to cross the lesion and the lesion was predilated using the rx voyager balloon catheter. Sometime during this, a dissection occurred. The rx voyager was used to try to treat the dissection, but it was unsuccessful and the dissection was left alone. A bhw guide wire placed as a buddy wire to assist in the attempt to cross two rx vision stents to treat the lesion; however, they did not reach the lesion. At this time, the patient's blood pressure dropped and the patient was sent to surgery (CABG) for treatment. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion: product performance engineering reviewed the incident information; however, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy. As stated in the instructions for use, coronary vessel dissection, perforation, rupture or injury are known as possible adverse effects associated with use of the rx voyager dilatation catheter.